Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported helix malfunction was confirmed. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil overtorqued. After cleaning, the helix could be extended and retracted. The full helix extension length measured within specification. The cause of the helix malfunction was isolated to the helix being clogged with blood/tissue and the overtorque of the inner coil. The reported electrical measurements and the reported stylet insertion issue were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet insertion test found no obstructions. Visual inspection of the lead found no anomalies.

Event description:
During procedure, the physician could not insert the stylet into the right ventricular (rv) lead. The physician opted to implant a new rv lead. The patient was in stable condition.